Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect prolactin results generated on the architect i2000sr instrument for one patient. (B)(6) generated the following results: (B)(6), no impact to patient management was reported.

Manufacturer narrative:
Service inspected the instrument and determined the valve, manifold kit (rohs) was the cause of the issue. The part was replaced, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for(B)(4) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling review concludes that the issue is adequately addressed. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. The architect I systems service and support manual provides removal and replacement procedures for the valve, manifold kit (rohs). Based on the information within the complaint record, no systemic issue or deficiency was identified.corrected data found in section g1.